Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she inserts into scarred tissue every 2 days and noticed that her blood glucose shoots up. Customer stated that it seems like it happens every morning. Customer's current blood glucose is 289 mg/dl. Customer was sick all week and has been vomiting. Customer has not been to work. Customer stated that her blood glucose was in the high 200's mg/dl at the time of the incident. Customer sated that one day her blood glucose was over 400 mg/dl. Customer was advised to call her health care professional because the symptoms may be indicative of the possible onset of diabetic ketoacidosis. Customer treated with insulin syringes. Customer stated that she was about to go to work and will call back when she has to change out her infusion set.